Manufacturer narrative:
The device was returned for analysis. The reported activation failure and mechanical jam was unable to be replicated in a testing environment due to returned device condition. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that interaction with the anatomy resulted in compromising the device thus preventing the shaft lumens from moving freely; resulting in the reported mechanical jam and activation failure; however this cannot be confirmed. Inadvertent mishandling of the compromised device during attempts to deploy the stent resulted in the noted device damages (shaft separation, bunched shaft, and bent shaft) contributing to the reported difficulties. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure performed was to treat an internal carotid artery. Once at the lesion, the handle slide of the 6-8x40mm acculink carotid self-expanding stent system over a 0.14 guidewire was pulled; however, the stent completely failed to deploy. An xact carotid stent was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequently, returned device analysis observed the shaft was separated at the distal end of the handle slider. The shaft at the separation was bunched and the hypotube was still intact holding both pieces together. No additional information was provided.